Event description:
It was reported that a spectrum infusion pump alarmed "system error 105". Any pt involvement, injury ot medical intervention is unk.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom"'system error 105' alarms", determined to be caused by a failed motor (flex). The failed motor assembly was replaced.